Manufacturer narrative:
Reliability analysis evaluated 1 opened/used polyfin sets. Performed hand prime using a new lab reservoir and found occluded at qr connection septum site; unable to confirm occlusion due to customer return opened/used. (B)(4).

Event description:
The customer's son reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 228 mg/dl. The customer stated that the alarm occurred during manual prime. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to replace the plunger and manually push the plunger to verify insulin exited the tubing. The customer stated that insulin did not exit. The customer stated that the pump did alarm no delivery with manual prime. The customer was advised to change the entire infusion set as soon as possible. The customer was advised to return the infusion set.